Event description:
Customer reported receiving inaccurate erratic readings. In blood glcouse tests, customer received readings of 469, 118, 181, 114, 117, 123 and 123 mg/dl within 10 minutes. Thr results when plotted on a parkes error grid fell into the 'c' zone showing the difference in values to be clinically significant. There was no reprot of death serious injury or mistreatment associated with this event.